Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus point was inches off from the display screen, and the overlay/bezel assembly was replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the stylus was 2-3 inches off from the display screen. It was requested that the programmer be recalibrated. No patient complications have been reported as a result of this event.

Event description:
It was reported that the stylus was 2-3 inches off from the display screen. It was requested that the programmer be recalibrated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.